Event description:
Pt's had symtpoms of low and ended up having a seizure. Paramedics were called however, by the time they arrived pt had already come out of the seizure. They had some juice with sugar. Family member does not recall the reading on pt's meter or te paramedic's meter. Paramedics adviced that pt call lfs since they felt meter was not accurate. Pt does not have supplies to check themeter. Family member also reported that the unit powers off during use. When the meter powers off during use, a pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent pt a new meter. Medical affairs is reporting this case as a meter malfunction, due to the fact that meter powers off during use. In regards to the low redings there is not enough info to make this an adverse event. Medical affairs was unable to get in contact with pt and will be sending a letter.